Event description:
Additional information: it was reported that the patient needed their pump replaced because the battery was dying. The pump had been implanted for 7 years.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an underdose and an increase in baseline spasticity, with 'bad muscle spasms and pain.' Patient went to the ER, and was hospitalized. It was noted the pump was refilled a 'few' days prior and at that time it was discovered the pump was not functioning properly and the patient was not receiving the appropriate dose. It was reported that no alarms could be heard. The catheter was determined to have a kink, and was in need of revision. Additional information was requested, but was unavailable at the time this report was written. The medication being administered by the device system was baclofen.

Manufacturer narrative:
Product ID 8709, lot# l66510, implanted: 2000-(B)(6), product typ catheter. (B)(4).